Manufacturer narrative:
Follow-up received on 07-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. (B)(4). Final assessment: lot number 627301; production date: may-2008; expiration date: may-2010. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and cramping. According to her, she was submitted to a hysterectomy because she also had lesions on her uterus. Only cramping and bleeding (regarded as lower abdominal cramping and genital bleeding) are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported unspecified lesions in uterus. These lesions could have been a contributory role in her symptoms. Nevertheless, considering events nature and since limited information was provided (exact nature of uterine lesions was not specified); causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
On 19-jan-2017: now reported from lawyer: essure implanted for "permanent contraception, hsg was performed, newly reported events: pelvic, back and radiating pain, teeth and gum pain, very severe menstrual bleeding and cramping. The pain, allergic reaction, and heavy bleeding started in 2009, all events were considered related to essure: essure was removed on (B)(6) 2015 via total laparoscopic hysterectomy and salpingo-oophorectomy, specimen revealed "smaller metal fragments had separated from device" company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe heavy bleeding and cramping/abdominal pain. According to her, she was submitted to a hysterectomy because she also had lesions on her uterus. The post operative specimen examination revealed that smaller fragments had separated from the device (seen as device breakage). All these reported events but uterine lesion are anticipated on essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported unspecified lesions in uterus. These lesions could have been a contributory role in her symptoms. Nevertheless, considering events nature and since limited information was provided (exact nature of uterine lesions was not specified); causality with the suspect insert cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the breakage was detected at time of surgical removal; however, time exact time point of this breakage is unknown. Based on the nature of this event, causality was assessed as related to essure. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed) based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. A new product technical analysis is expected. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of me catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following v1ed dra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 10-feb-2017: updated quality-safety evaluation of ptc was received. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe heavy bleeding and cramping/abdominal pain. According to her, she was submitted to a hysterectomy because she also had lesions on her uterus. The post operative specimen examination revealed that smaller fragments had separated from the device (seen as device breakage). All these reported events but uterine lesion are anticipated on essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported unspecified lesions in uterus. These lesions could have been a contributory role in her symptoms. Nevertheless, considering events nature and since limited information was provided (exact nature of uterine lesions was not specified); causality with the suspect insert cannot be excluded. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the breakage was detected at time of surgical removal; however, time exact time point of this breakage is unknown. Based on the nature of this event, causality was assessed as related to essure. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). According to the updated technical analysis, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude case# (B)(4)) in united states on 12-nov-2015. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 (lot number 627301). Consumer had the essure device surgically implanted and immediately following she began to get pain that started in her legs. It felt like she had the flu in her legs. She went to the doctor and she ran a series of tests but everything came back negative. Over the next 6 and half years of her life she went to specialist after specialist, she has seen doctor after doctor and not even one doctor could explain her worsening condition. She spent hundreds of thousands of dollars on her issue, to no avail, no one could explain, diagnose or fix her pain. She was completely healthy according to all her tests. So, she went to a back doctor, a chiropractor began a series of shots etc. Nothing helped and her condition continued to deteriorate and worsen to date. Her list of symptoms were heavy bleeding, hot flashes, heavy cramping, painful intercourse, weight gain, bloating, migraine headaches, inflammation, pain in the buttocks, back, legs, feet and thighs, heart palpitations, low blood pressure, skin rashes, hair loss, extreme fatigue, her arms loose blood circulation. She has seen the heart doctor and had an angiogram and her heart was healthy. Doctors told her that whatever she was dealing with that it was not coming from her heart. Recently, she had an magnetic resonance imaging of pelvic region and stumbled upon many woman suffering the same debilitating symptoms as herself, from the essure. Now she has a full hysterectomy as a result because she now also has lesions on her uterus. Consumer reported that these side effects were life threatening and altering. To date emergency rooms even know how to check for the position of the coils if movement occurred or proper removal of the coils etc. Concomitant medications include 100mg gabapentin 2 times a day, 50mg of lyrica 4 times daily, aleve taken as needed, vitamin d 500mg 2 times a week, turmeric 450mg 1 time a day. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding and cramping. According to her, she was submitted to a hysterectomy because she also had lesions on her uterus. Only cramping and bleeding (regarded as lower abdominal cramping and genital bleeding) are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported unspecified lesions in uterus. These lesions could have been a contributory role in her symptoms. Nevertheless, considering events nature and since limited information was provided (exact nature of uterine lesions was not specified); causality with the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident, since device removal was required (hysterectomy performed). Follow-up information and a product technical analysis are being sought.